Event description:
It was reported that complete heart block occurred. The native aortic annulus was 26.4mm in diameter with moderate to severe calcification on the leaflets and large calcium extending into the left ventricle outflow tract and left coronary cusp. A 27mm lotus edge valve was advanced for implantation. During deployment, a twisted post was noted. A partial resheath was conducted. On the second deployment attempt, a twisted post was noted again. The lotus edge valve was centralized and the twisted post corrected. The lotus edge valve was successfully implanted. During the procedure, complete heart block occurred. The following day, a permanent pace maker was implanted.